Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed with the customer that users were able to retrieve the medication. The system functioned as intended and the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to pull medication tramadol 50mg from two stations and mentioned that the options were greyed out. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.